Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va0w5c5, implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID 3708660, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that in (B)(6) 2015, the patient experienced swelling at the implantable neurostimulator (ins) site and drainage at the lead/extension connection. The ins, extension, and lead sites were surgically cleaned out in (B)(6) 2015. The patient also saw an infectious disease doctor in (B)(6) 2016 and was treated with IV home antibiotics. Both sites show improvement but the swelling and draining returned. The health care provider (hcp) noted that the infection may be due to the patient's unrelated low immunity; the patient is treated with steroids and other medications for crohn's disease which is unrelated to the device/therapy. The ins system was removed on (B)(6) 2016 and cultures were taken. The patient was admitted as inpatient and treated with antibiotics.

Event description:
Additional information received from a consumer reported their system was removed due to an infection. The device had worked great.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.